Event description:
Customer alleges front right wheel fell off. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The product is to be returned for an inspection and evaluation. The dealer stated that the consumer has received her replacement unit. The consumer stated that the wheel allegedly fell off while the she was getting out of bed. She was not using the unit and did not get injured. The incident occurred in the morning and indoors. The consumer was on carpeting (standard style). The carpet does have a pad underneath it.